Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01067. Related manufacturer reference number: 1627487-2021-01068. Related manufacturer reference number: 1627487-2021-01070. It was reported the physician noted some potential damage to the leads. In turn, surgical intervention was undertaken wherein all four leads were explanted and two new leads were implanted. This addressed the issue. No additional information is available at this time.